Manufacturer narrative:
Product analysis : analysis could not confirm or reproduce original complaint of touch screen not functioning. Handle breaking loose. Replaced handle with salvage part. Kick stand screws loose. Secured the screws for the kick stand. Device passes all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a software update of the programmer, the touch screen was non-functional. The programmer was returned for service. There was no patient involvement.